Event description:
It was reported that the patient underwent surgery due to lumbar disc herniation. During the surgery, it was found that two set screws slipped and could not be used anymore. The surgeon had to change to another one to complete the surgery. The product came in contact with the patient. The patient¿s current status is normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample m8 mas head found all set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.